Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly a 9f sheath was used with only one device. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that venotomy closures of two access sites in the right common femoral vein were attempted using two proglide devices with a 7f and 9f sheath after an atrial fibrillation ablation procedure. Reportedly, in the access site with the 7f sheath, the shorter suture rail was pulled and locked the knot accidentally. Manual compression was used to achieve hemostasis in this access site. In the access site with the 9f sheath, the suture did not capture the artery and came out with proglide removal. No preclose technique was performed at the access site with the 9f sheath. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.